Event description:
Additional information was received. The proximal measurement is 4.7 mm. The cause of the event could not be determined. The pipeline device failed to open while positioned in a vessel bend. No additional steps or other devices (such as resheathing, wire/catheter, or balloon) were attempted to open the pipeline. No issues were reported with either the navien catheter or the phenom catheter.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield device was returned for analysis inside a dispenser coil, inside an open pipeline flex shield inner pouch, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. No other anomalies were found. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex shield braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, ruling out vessel tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while treating an aneurysm in the c6 segment of the left internal carotid artery, the operator withdrew from the m1 segment of the middle cerebral artery back to the internal carotid artery. The distal tip was anchored at the posterior communicating artery. When the stent was further deployed to the ophthalmic and cavernous segments, the stent was difficult to open and appeared flattened. After three consecutive push-pull maneuvers, the stent still did not open properly. The stent was then retracted back to the developing coil and redeployed, but the distal tip of the stent still did not open well and could not adhere to the vessel wall. To ensure patient safety, a new 4.5-16 stent was used, and the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery ophthalmic segment aneurysm with a max diameter of 3mm and a 4mm neck diameter. Landing zone: distal: 3.5mm and proximal: 4.7mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed internal carotid artery ophthalmic segment aneurysm. Ancillary devices include a genesis medtech long sheath, navien intermediate catheter, phenom 27 microcatheter.